Manufacturer narrative:
Pump was received with intermittent button response and button pump received with error alarm due to corroded keypad traces. No moisture damage on electronic assembly or motor noted. Unit had missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 313 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.